Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet insulin pump, associated with reduced meal announcements that led the algorithm to adapt and deliver excess insulin; the user performed a factory reset and received assistance with re-setup and phone pairing. Symptoms included hypoglycemia as low as 65 mg/dl. Outcomes included resolution of low glucose with self-treatment with oral glucose and continued device use after reconfiguration and education. Investigation included customer service review of pump reports, user education on meal announcements, guided factory reset, and device setup support. Investigation of this case revealed device function consistent with design and algorithm response to under-announced meals. It was concluded that the event was due to use-related factors related to meal announcement behavior rather than a device malfunction.